Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a fluid leak occurred coincident with peritoneal dialysis (pd) therapy. The patient reported that they discovered a fluid leak at the end of treatment. The patient was advised to discontinue use of the cycler. The patient did not develop any symptoms, adverse events, or injuries related to the reported event. The patient was given prophylactic antibiotics. A pd effluent culture test was performed and the result was negative for growth. The patient was retrained on setting up the cycler. The patient received the replacement cycler and was able to continue pd therapy with no further issues. Should additional information become available, the file will be reassessed and updated accordingly.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for potential related lots. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.